Event description:
It was reported that during a left hemicolectomy procedure, "the device clogged itself after the suture had been made. This did not allow the opening of the jaws, and the following device removal. Also making the application of another device, under the previous suture necessary to make the suture of the tissue and the clogged device removal." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Additional information was requested and the following was obtained: just for clarification, was the device locked on tissue? Yes, it closed and locked out if the device was locked on tissue, did it eventually open? Once blocked it didn¿t open if the device did not open, how was it removed from the tissue? Cutting the tissue and using a new stapler what color cartridge was being used? On which firing did the event occur? The analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: just for clarification, was the device locked on tissue? If the device was locked on tissue, did it eventually open? If the device did not open, how was it removed from the tissue? What color cartridge was being used? On which firing did the event occur?